Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: monitor (B)(6) hd m-touch 27in s8 svc camera cart (B)(6) stealth s8 basic h3) the monitor was returned for analysis. Functional testing determined the monitor was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor shut off but the camera remained powered on. They reseated the power cable on the monitor and wiggled it and it turned on. The representative unplug power cable again and when unscrewing it powered off. Had to wiggle it to get it to connect again. They plugged the power cable from the camera cart monitor into the main cart monitor to see if the issue follows the cable or the monitor. Plugging in this power cable into main cart monitor it connect immediately. There was no patient involvement.